Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The shock impedance was 111 ohms. Technical services advised some programming options. Later, it was difficult to interrogate and get the electrograms. Technical services got the data for the clinic from latitude. The therapy has been programmed off. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The shock impedance was 111 ohms. Technical services advised some programming options. Later, it was difficult to interrogate and get the electrograms. Technical services got the data for the clinic from latitude. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 30, 50, and 80 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 83mm from the terminal pin. Sense a was also fractured at 91, and 102 mm from the terminal end. The sense a cable and a high voltage cable are fractured in and around the area approximately 70mm from the terminal pin. The sense a was also fractured at 91, and 102 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The shock impedance was 111 ohms. Technical services advised some programming options. Later, it was difficult to interrogate and get the electrograms. Technical services got the data for the clinic from latitude. There were no adverse patient effects. The system remains implanted.